Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed post cardiac catheterization. A pre-insertion angiogram was performed; however, a groin shot or cine was not recorded. There were no complications post procedure; however, the patient reports that post procedure pain was felt in the right groin. Five days later, the patient returned with complaints of severe calf pain. An ultrasound revealed complete occlusion of the right common femoral artery (rcfa). Two days later, the patient was taken to surgery where duplex ultrasound noted no flow in the rcfa and diminished flow in the superficial femoral artery (sfa) and profunda. The artery was incised and found to be severly scarred with inflammatory reaction. The artery was also found to be larger than usual. The artery was dissected to the external iliac artery and down towards the femoral bifurcation and profunda. The angio-seal was found to be located in the false lumen with thrombus compressing the true lumen. The thrombus and angio-seal were removed. The true lumen was opened and good backflow established from the sfa, as well as the profunda. A 5f fogarty catheter was advanced into the true lumen up to the iliac artery. Arterial plaque was extracted and removed. Endarterectomy was performed with removal of the dissection flap. The lumen was then found to be without thrombus. A dacron patch was applied and good backflow and forward flow was found from all vessels. Intraoperative doppler was performed which revealed a good signal. Post procedure, the patient had good palpable 2+ posterior tibialis pulses on the right.